Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to connector plug unit corroded and connector board defect. The most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (error code b30). There were no reports of patient harm.